Event description:
Epoc potassium result of 11.0mmol/l and 11.4mmol/l on two different samples collected approximately 1 hour apart on two different epoc devices. A laboratory cmp (comprehensive metabolic panel) was collected at same time as second sample, that specimen gave potassium result of 4.9meq/l on hospital core lab chemistry analyzer. The laboratory reference range for potassium for this age and gender is 3.9-6.9 patient had an IV placed and transport was being considered until core lab value was reported. Both tests were performed using the same card lot, lab unable to reproduce event while evaluating devices. Reference report: mw5151007.